Event description:
It was reported, "the needles came damaged, some of them were dusty and the two of them came in damaged box, so they are not sterile anymore." This report addresses the second of the two needles that were damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed; however, the exact cause is unknown. Two photographs of two winged infusion set kits were returned for evaluation. An initial visual observation of the photographs showed small tears in the tyvek of both kits. The majority of the packaging of the kits was observed to be wrinkled. A grey-colored residue was observed on the front of the kits. The clear plastic of the packaging was also observed to be damaged, and the shape of this damage on at least one of the kits in the returned photographs was found to be very similar the shape of the pinch clamp of the product within the kit. It could not be determined from the returned photographs when or where the samples were damaged. Possible contributing factors include damage during shipping, storage, or handling. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "the needles came damaged, some of them were dusty and the two of them came in damaged box, so they are not sterile anymore." This report addresses the second of the two needles that were damaged.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu0856 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu0856) have been reported from the same facility in (B)(6).